Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary: the complaint device was not received for investigation. An investigation was performed based on the image. The image was reviewed, and the complaint condition of broken can be confirmed. The drill bit is broken. The complaint condition of embedded device cannot be confirmed as no postoperative radiographs were provided to verify that condition. There was no lot number provided, therefore a manufacturing record evaluation cannot be performed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review : there was no lot number provided, therefore a manufacturing record evaluation cannot be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery due to tibia fracture. During the surgery, it was discovered that the drill was short with distal locking and the was break off. All generated fragments are remaining in the patient. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for (1)3.2mm three-fluted drill bit qc/needle point/145mm. This report is 1 of 1 for (B)(4).